Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was noted by a patient representative that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead did not do their job because the patient's heart stopped beating and they did not bring them back to life. Additional information related to the cause of death was requested and not received.